Event description:
It was reported that pocket erosion occurred, pocket revision to relocate the ICD was performed and was successful. Later on, the patient received vibratory alarms from the ICD when alerts were programmed off. The device was reprogrammed. A few months later, patient received multiple inappropriate shocks during exercise due to noise oversensing and was rushed to ER. Rv lead fracture was suspected. Lv lead position change was observed. The ICD and leads were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.